Event description:
The suspect device was being used and when the test strip code key was inserted, the wrong code was displayed on the device. The code should be 636 and the device displayed the code as 216. The device was replaced and requested to be returned for evaluation.